Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with ghosting display, after pressing any buttons. Unable to perform self-test, and displacement test due to ghosting display. Pump was cut open to perform visual inspection and found no moisture damage on the electronic assembly, battery connector, motor, vibrator during visual inspection. Swapping out test boards confirms missing segment/display anomaly is isolated to lcd board. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit had scratched case, cracked battery tube threads, broken belt clip slot, stained address/serial number label and stained end cap sticker. Unit received missing segment/partial display after pressing any buttons; problem isolated to lcd driver defective and cracked battery tube threads confirmed. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported insulin pump was damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-754wws. Troubleshooting was performed it was reported location of the damage at the battery compartment. No harm requiring medical intervention was reported. Product mmt-754wws was returned for analysis.